Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: pet owner reported liquid coming from syringe when depressing plunger rod, during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned (4) syringe 0.3ml 31ga 8mm in an open poly bag from lot# 2213837. It was reported by the consumer that liquid comes out from syringe when depressing plunger rod. The 4 return samples from the open poly bag were tested and small clear droplet of material came out of the cannula only for one syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2213837. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue. A definitive root-cause could not be determined.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: pet owner reported liquid coming from syringe when depressing plunger rod, during priming.